Event description:
A pt experienced a loss of therapeutic effect, and was admitted to a hospital. Increased vomiting and nausea occurred. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).